Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. Unable to complete functional test due to prime alarm. The device was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 220 mg/dl at the time of the incident. Customer stated that they are unable to exit the preparing to prime loop. The customer also reported that the insulin was squirting during manual prime process. The customer stated that drive support cap is sticking out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. Customer advised to revert to the backup plan as per hcp. The insulin pump will be returned for analysis.